Event description:
It was reported that a user observed a slight discrepancy between a fingerstick glucose value and the dexcom g7 continuous glucose monitor (cgm) after a brief signal loss and reconnection to the ilet, which was explained as within expected accuracy tolerance and consistent with intermittent bluetooth connectivity. The user experienced a glucose peak of 210mg/dl with no clinical signs, symptoms, or conditions reported. Outcomes included no injury and no medical intervention or hospitalization. User support included user education and device-to-sensor troubleshooting focused on signal integrity and expected accuracy variance. Investigation of this case revealed that the ilet displayed values consistent with the cgm¿s performance characteristics and that a transient bluetooth disconnect and reconnect could account for the brief mismatch without indicating sensor or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation with transient communication interruption.